Event description:
After the intubation of the duodenoscope for endoscopic retrograde cholangiopancreatography (ercp), it was found that the elevator wire was not functioning properly. The scope was immediately removed from the patient and examined. Upon closer examination, it was found that the elevator wire had broken loose from the elevator. No harm was experienced by the patient. The procedure was delayed for close to one hour.